Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was over 600 mg/dl. A manual injection was administered to address bg level. The customer went to the emergency room and subsequently hospitalized in the intensive care unit and treated with intravenous fluids of saline and insulin. The customer was released on 9/20/25 with issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.